Event description:
Healthcare provider reports: signature elite instrument gave lower than reference act-lr results.

Manufacturer narrative:
(B)(4). Manufacturer awaiting information for further evaluation.